Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) system continued to exhibit high, out-of-range shock impedance measurements. No adverse patient effects were reported.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
Attempts for additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.